Manufacturer narrative:
Internal complaint number: (B)(4). Investigation pending completion of device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump inlet and outlet valves requires a pull open current that exceeded the specification.